Manufacturer narrative:
Bd technical support troubleshoot with customer over the phone. A device history record, complaint history review, and risk review on failure modes are performed on each device with reportable malfunction(s) along with other methods of investigation as coded in section h6 of this MDR report. Root cause: the probable cause of the reported device had error code 800.8000 was not identified during the customer call. The error is in the log only, tech support recommended to perform a pm and try running the unit for an hour or two to make sure no errors occur. Went over the medical safety notification model 8015 system error 255-16-275 and emailed a copy to customer. Biomed will conduct pm and call back if further assistance is needed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that error code 800.8000 while connecting to the device. There was no patient involvement.